Event description:
It was reported that the end user was going to the bathroom and when he was trying to leave the bathroom the chair stopped and an error message of reset came on the joystick of the 3gar-cg power chair. It was stated that he can usually fiddle with the joystick and it works again but this time he sat for an hour before he called his mother to come and get him out of the chair. It was stated that her other son pushed the chair back into the living room and it worked again.